Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the el314 instrument clips tended to fall out of the jaws during the procedure. Another multiple clips applier was used to complete the case. There was no consequence to the patient.